Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the patient accidentally clamped the device during infusion, but the nurses unclamped it and the device resumed working normally. When the patient came back the next day the device still hadn¿t infused completely. The device was filled with fluorouracil (baxter compounded product). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 01, 2014 ¿ september 03, 2014. The sample was not returned; however, a photograph was provided for evaluation. Photographic inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.